Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a horizontal aorta, the valve was deployed in the cusp overlap view at a depth of 2-3 millimeter (mm) on the non-coronary cusp (ncc) and 0-1 mm on the left coronary cusp (lcc). It was determined to recapture the valve and deploy in a lower position. Upon recapture, the flair capsule would not fully cover the inflow portion of the valve, leaving about a diamond or 10 mm portion of the valve still uncovered. The catheter was overdriven until it would not turn any more and the valve was still not completely covered with the flair capsule. The valve was then pulled back into the sinuses and the capsule was advanced forward over the valve without anymore rotation of the handle. The capsule was overdriven until the nose cone had created a bulge. The valve was pulled back into the descending aorta and the handle was deployed to release the tension and marry the capsule to the nose cone in a normal manner. The valve was removed from the patient. A new valve and delivery catheter system (dcs) were used and successfully implanted. Per the physician, the most likely cause of the recapture problems was the horizontal root and built up tension. Initially, there was no report of adverse effects to the patient. However; an ascending aortic dissection was later reported. Subsequently, the patient died one week following the valve implant.